Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 58 mg/dl at the time of the incident. The customer experienced symptoms such as seizures. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the caller declined. The caller states that the health care professional blamed the incident on the fact that the customer was playing football. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test and the delivery accuracy test. Unit was unable to prime during prime test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unit had minor/deep scratched display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.